Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis. The customer also reported they received a battery out limit alarm with each new battery insertion. The customer's blood glucose was 236 mg/dl. The customer stated the insulin pump was not alarming at the time of the call. It was also found the batteries were out of the insulin pump for a greater duration than allowed. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.